Manufacturer narrative:
Siemens is in process of investigating the event.the cause for the false negative hcg result is unknown.

Event description:
Customer reported false negative hcg result on the analyzer.there was no report of injury due to this event.

Manufacturer narrative:
As per clinitest hcg IFU, assay will detect levels of hcg >25miu/ml. The complaint states that the concentration of the sample is believed to have been around 20 miu/ml. Based on this information there is no intent to pursue investigation.